Event description:
Additional information was received that right ventricular (rv) lead damage was alleged but was unable to be confirmed.

Event description:
Additional information was received that the right ventricular (rv) lead was capped and replaced to resolve the event. The patient was stable.

Event description:
During a remote follow-up, episodes of noise resulting in oversensing were observed on the right ventricular (rv) lead. Technical support was contacted, but no intervention has been performed at this time. The patient was stable and will continue to be monitored.